Manufacturer narrative:
(B)(4).

Event description:
See MDR 1036844-2014-00329 for the first event with the same patient. It was reported that in the (B)(6), the physician reported that after successfully making puncture and passage of all the devices in the patient's right jugular, difficulty was met when attempting to remove the swg from the catheter. After several unsuccessful attempts were made to withdraw the swg from the second kit, it was necessary to remove both the catheter and swg as one. A third kit was opened and use to successfully complete the procedure. The patient involved is a 7 month old male with severe hepatopathy and pneumonia. The swg was said to be damaged as a result of this occurrence, however, until the sample was returned it was unclear what exactly the issue was.